Event description:
The haptic kinked. The incision was enlarged to remove the lens from the patient's eye.

Manufacturer narrative:
See MDR 1920664-2009-00277 for the delivery device used with this intraocular lens.